Manufacturer narrative:
Device eval: hospital disposed.

Manufacturer narrative:
The reason for the revision surgery was reported as patient broke their hip after 14 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr# (B)(4) against work order# (B)(4), 1 part code v13 (cracks/chips) rework/accepted. A review of the product complaint report history showed this is the 1st complaint against the main contributor. The root cause for this revision, broken hip, is the patient fell. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient falling and breaking thier hip. The surgeon removed the djo stem, liner and head. He replaced them with a djo liner, and a stryker stem and head.